Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid regurgitation as a result of the right ventricular (rv) lead apex placement. A new rv lead was placed. Less than a month after the rv lead replacement the patient passed away.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.